Manufacturer narrative:
Additional attempts have been made to obtain the sensor. The sensor involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a followup report will be submitted.

Event description:
Customer reported that the sensor is broken at the neck where the cable joins the sensor and the probe signal going on/off while baby is sleeping and not moving. No known impact or consequence to patient.